Manufacturer narrative:
Evaluation codes: results: (other) - visual inspection of the returned product shows the lens has a portion of one plate haptic torn off & missing. Clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon had inserted a single piece collamer lens model cc4204bf in patient's eye and the haptic tore. The surgeon enlarged the incision to remove the lens and replaced it with another model lens. No suture required to close the wound.